Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A skull clamp was involved in an event during surgery and was described as follows; a (B)(6) female pt had uneventful cervical surgery on (B)(6) 2010. During disjointing of the radiolucent base system the left transitional rbu fractured. The unit was not in contact with the pt and there was no injury involved.